Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the hospital. The patient's heart rate was in the 40s. Upon interrogation, the right ventricular lead exhibited loss of capture. Pacing inhibition was able to be replicated in clinic. A setscrew anomaly was suspected. No intervention was reported. The patient would continue to be monitored.